Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the clock run slower. The customer stated that insulin pump had no delivery alarm, battery cap was worn and scuff on screen and declined battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No frozen screen noted during test and time clock advances properly. Device received with stripped battery cap coin slot(p). Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).